Event description:
(B)(4). Initial report rec'd on (B)(6) 2008 from a physician via (B)(4). This cohort is a (B)(4) prospective observational study in (B)(6) pts receiving (B)(6) drugs and treated with poly-l-lactic acid for facial lipoatrophy. Its main aim is to describe the safety of poly-l-lactic acid in the treatment of the facial lipoatrophy in (B)(6) pts. A pt with (B)(6) was enrolled in this cohort and rec'd, in 2007, one injection of poly-l-lactic acid (new-fill) subcutaneous route. Exact doses and dates were unspecified, batch number a7015. No concomitant medications were mentioned. Within 4 or 7 days after the first injection, the pt developed granulomas on (B)(6) 2007. The second injection was cancelled. Outcome: the granulomatous reaction was still perceptible (0.5 and 1.5 cm in diameter) on (B)(6) 2008.

Manufacturer narrative:
(B)(4). Add'l info rec'd on (B)(6) 2008: the review of the DHR and of the analytical results of the involved batch did not show any anomaly that could be related to the event occurred; the investigation results show that this kind of event isn't batch related. Follow up written info rec'd on (B)(6) 2009. Concomitant drug included (B)(6). On 12(B)(6) 2007, the pt rec'd one injection of 1 ml of poly-l-lactic acid (new fill batch a705) on face, nose area. On (B)(6) 2007, treatment day 8, he experienced granulomas. On (B)(6) 2009, the pt had not yet recovered: persistence of granuloma at right side. No further info was provided.